Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm and a no delivery alarm on the insulin pump. The customer stated that she had changed the infusion set two or three times, but the no delivery alarm still persisted. After changing the reservoir, the insulin pump still did not deliver insulin and the customer received the motor error alarm. The customer's blood glucose was 365 mg/dl. Troubleshooting was done. Advised customer to manually push the plunger to see if insulin exited the tubing, and the customer stated that insulin did not exit the tubing. Advised customer to try a new reservoir with the current infusion set. The customer verified that insulin exit the tubing. Advised customer that the insulin pump would be replaced for the motor error alarm. Advised customer to discontinue use of the insulin pump and return the infusion set as well as reservoir for analysis testing. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.